Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-06286. A review of the device¿s repair history was reviewed which indicated the device was purchased on (B)(6) 2020 with no previous repair history. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due to this is assumed to have occurred due to incorrect reprocess or lack reprocess. Reprocess deviated from the instruction manual may cause condensation on the cover glass or blurred images due to moisture on the ccd lenses. The cable is considered to have been deformed or damaged due to excessive stress on the cable, or due to any of the effects of reprocess deviating from the instruction manual. Olympus will continue to monitor the field performance of this device. To mitigate the risk of damage to the camera head cable, the instructions for use provides the following: important information ¿ please read before use .never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found image is blurry, due to moisture/condensation in the ccd lens. The cable insulation has expanded. It is highly likely that the unit was incorrectly or insufficiently reprocessed. The listed parts were replaced. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that there was an issue with the image. The image is blurry. There was no patient involvement. No additional information was provided.